Event description:
Reporter stated that pt obtained a blood glucose result of 500 mg/dl, while using the suspect device. Based on this value, reporter indicated that they provided the pt with insulin. Reporter stated that, approximately 10 - 15 minutes later, pt lost consciousness. Emergency medical services were reportedly contacted, and upon their arrival, pt's blood glucose measured 36 mg/dl (using paramedics' blood glucose monitor). Reporter stated that pt was given glucose, after which they regained consciousness. Pt's current condition: fair. Quality control testing had not been performed on the system for - 7 months. Technical support requested the return of the suspect product and replacement product was shipped.